Manufacturer narrative:
A product sample was received for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that, during testing, the device failed accuracy. No patient injury was reported.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection found device in good condition as all was intact. There was evidence of the reported problem (error) recorded in the event history log. The customer reported problem fails accuracy, was not duplicated during testing. Running three accuracy tests, the pump was found to be within the manufacturing specifications. The root cause of the reported issue was undetermined as no fault was found with the device. No corrective action was taken. A device history record review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device, corrected data: corrections: d4: model number 6400.